Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the superficial femoral artery. A 300cm straight tip v-14¿ controlwire® was advanced to cross the lesion. However, during the procedure the tip broke off inside the patient's body. The tip was snared and all portions of the wire were completely removed. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the procedure was completed using a non-bsc guide wire.

Manufacturer narrative:
Device evaluated by MFR.: the unit was returned with its original pouch. The unit returned has tip damaged as part of overall visual revision. The device has the distal tip kinked and detached approximately at 298.8cm from the proximal section. Also, the body of the wire presents a kink approximately at 204cm from the proximal end. The overall length and the outer diameter (od) of the distal tip could not be performed due to device condition (distal tip detached). The od of the middle and proximal section of the device was within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the superficial femoral artery. A 300cm straight tip v-14 controlwire was advanced to cross the lesion. However, during the procedure the tip broke off inside the patient's body. The tip was snared and all portions of the wire were completely removed. No further patient complications were reported and the patient's status was stable. It was further reported that the procedure was completed using a non-bsc guide wire.